Event description:
Related manufacturer reference number: 2017865-2022-16360. It was reported that the patient was in the emergency room and interrogation of the device revealed a high capture threshold on the right ventricular (rv) lead. When the device was reprogrammed to eliminate the competitor left ventricular (lv) lead that appeared to be the cause of atrial fibrillation (af) with rapid ventricular response (rvr) resulting the device defibrillate to convert the af with rvr back to sinus. Further programming was made. On (B)(6) 2022, an attempt was made to extract the rv lead; however, the stylet was unable to advance to the tip of the lead indicating a fracture at the location of the distal coil. The physician decided to cap and replaced the rv lead. The patient was fine with no adverse health consequences.

Manufacturer narrative:
The reported field events of inappropriate therapy and incorrect interpretation of signal could not be confirmed. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Visual inspection of the septum, setscrew, and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.